Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(6) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing revealed the trigger, slider was blocked or jammed due to an assembly error. Spring was positioned incorrectly during production. The device was repaired and returned to the customer (B)(4) 2012. Placeholder.

Event description:
Customer reported that the spring in the upper reverse button does not function. This is report 1 of 1 for #(B)(4).